Manufacturer narrative:
(B)(4). G2: foreign ¿ canada the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the shell inserter was found broken in the tray and could not be screwed to the cup. Another handle was used to complete the procedure. There was no known impact or consequences to the patient. It was reported no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; d9; g3; h2; h3; h4; h6. Visual examination of the returned product identified wear to the handle and shaft from previous uses. Threaded tip is deformed and damaged. Damage shows all thread form has been affected. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.